Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The delamination was confirmed. The difficult activation could not be confirmed due to the plunger not being returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issues could not be determined. The difficult activation cause may be related to the foot not being fully opened. The delamination of the guide wire markers can occur due to manipulation of the device while inserted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted with a proglide device using a 5f sheath after a diagnostic bilateral carotid angiogram procedure. Reportedly, the plunger could not be depressed when first attempted. The plunger was eventually deployed after relaxing the device. The suture was successfully deployed, and the knot was advanced to the vessel wall and tightened; however, hemostasis was not achieved as there was still noticeable pulsatile blood flow. Additionally, after the device was removed, it was noted that there were no guide wire exit port markers. It was confirmed that no pieces of the exit port markers were left in the patient. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.